Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer does not have a new aaa alkaline battery to test with the pump and advised that we will ship a replacement battery cap. The customer was advised to insert new aaa alkaline battery and if display does not return revert to backup plan until replacement battery cap arrives.